Event description:
It was reported that during a pulse field ablation procedure, the posterior wall in the left atrium using an off-label approach, were being ablated. Shortly, after the catheter was introduced into the left atrium, fluoroscopy showed that the catheter had flipped while it was being dragged and torqued against the upper posterior wall. The catheter was then removed from the patient¿s body due to the array being flipped, and a second catheter was used to complete the ablation case successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.